Event description:
It was reported via a hotline call from the (rn) registered nurse in the cath lab because they were getting helium loss alarms just after insertion of the (iab) intra-aortic balloon catheter. When the (css) clinical support specialist spoke with the rn, she stated that they had just inserted the iab into a small pt and they immediately started getting "possible helium loss" alarms. They checked that there was no blood in the catheter, no kinking and that the balloon was open under fluoroscopy. They tried repositioning the iab. They continued to get the alarms. They then changed out the balloon for a second fiberoptic iab. They again got "possible helium loss" alarms on the pump. They could not find any issue with the balloon so they changed out the console for a second console. They have not had any alarms since changing the console. The pt is currently stable. The pt is in sinus rhythm. The pump is in autopilot. The css discussed that most likely it is a pump issue since they have not had any further alarms on the second pump. The pump will be sent to biomed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a hotline call from the (rn) registered nurse in the cath. Lab because they were getting helium loss alarms just after insertion of the (iab) intra-aortic balloon catheter. When the (css) clinical support specialist spoke with the rn, she stated that they had just inserted the iab into a small patient and they immediately started getting "possible helium loss" alarms. They checked that there was no blood in the catheter, no kinking and that the balloon was open under fluoroscopy. They tried repositioning the iab. They continued to get the alarms. They then changed out the balloon for a second fiberoptic iab. They again got "possible helium loss" alarms on the pump. They could not find any issue with the balloon so they changed out the console for a second console. They have not had any alarms since changing the console. The patient is currently stable. The patient is in sinus rhythm. The pump is in autopilot. The css discussed that most likely it is a pump issue since they have not had any further alarms on the second pump. The pump will be sent to biomed.

Manufacturer narrative:
(B)(4). Evaluation: no iabp parts or recorder strips were returned to teleflex (B)(4) for evaluation. The pump was sent to biomed and was checked out by the field service engineer. The pcs assembly was found to be defective. The pcs assembly was replaced and discarded. A functional check was performed and passed. The pump is back in service. A device history record (DHR) review was conducted for the iap and pcs assembly serial/lot numbers with no relevant findings. The devices passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "helium loss alarm" is confirmed. The pcs assembly was found to be defective and replaced by the field service engineer. No parts will be returned to (B)(4) facility for evaluation. The cause of the reported complaint could not be determined.